Event description:
Ous MDR - it was reported that approx. 79 months after the implantation oversensing was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16.5 cm distal to the is-1 connector pin. The proximal and a distal lead fragment were received. In between an approx. 1.5 cm segment of the lead body was missing. The returned parts of the lead were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. Particularly around 10.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause for the observed noise mentioned in the complaint text. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The provided x-ray images from 2011 showed that the rv lead had significant slack in the atrial region. On the available x-ray image from 2017, the slack had shifted distally in the ventricular region. The lead demonstrated bends in small radii in this area. These findings might have impacted the leads motion leading to an elevated stress level. Additionally the lead demonstrated extraction damages, such as cuts in the insulation. In the distal region the conductor cable to the ring electrode was found coiled inside its lumen, indicating tensile forces applied during the extraction procedure. The conductor cable to the ring electrode was furthermore fractured and the rv shock coil was shifted distally. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.